Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had an elevated blood glucose (bg) level of 400mg/dl range yesterday. The customer was able to bring bg levels back down to target by administering a correction bolus. The customer stated that the elevated bg was related to food consumption, and not the pump.